Manufacturer narrative:
(B)(4). Date sent: 12/11/2024. D4: batch#: unk. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: "which portion of the packaging was damaged (tyvek, plastic/blister, white outer box, etc.)? Unsealed. Was sterility compromised as a result of the packaging damage? Yes." This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, before use on the patient, noted the packing was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 1/9/2025. D4: batch # unk. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned packaging. Visual analysis of the returned sample revealed that the b12lt device was returned outside it's original packaging opened. The packaging was visually inspected and no damaged was observed. No conclusion could be reach on the cause of the reported event as per conditions of the returned packaging. A manufacturing record evaluation was performed for the finished device lot 366a33 number, and no non-conformances were identified.